Event description:
Device appears to be t wave oversensing on the atrial lead noted on stored current egm, resulting in resetting the timing cycles and causing lower rate to drop lower than programmed rate at times. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).